Event description:
Patient reported left rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left rupture. Device has been explanted and replaced.

Event description:
Patient reported left rupture. Healthcare professional additionally reported left gel fracture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Gel fracture: no observed gel fracture in the device. Additional observations: deformation observed in the device. Red particles observed in the surface of the shell. No further actions are required as the device was implanted.